Event description:
It was reported that the pt had a central line with a single lumen infusion catheter (slic) inserted. In 2002, a new introducer and a swan ganz catheter were inserted. A chest x-ray revealed a catheter fragment in the right atrium. The catheter fragment was removed by interventional radiology 2 days later. There were no further complications reported.